Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was indicated that the blood leak was caused by a detachment of the combi set. Few details could be obtained during follow up. It was confirmed that a separation occurred which resulted in blood loss. The medication line reportedly separated from the combi set. There was no indication that the blood loss resulted in any patient injury or harm, or that medical intervention was required. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was indicated that the blood leak was caused by a detachment of the combi set. Few details could be obtained during follow up. It was confirmed that a separation occurred which resulted in blood loss. The medication line reportedly separated from the combi set. There was no indication that the blood loss resulted in any patient injury or harm, or that medical intervention was required. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded.